Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient did not receive effective stimulation from the scs system. Reportedly,reprogramming was attempted multiple times to no avail and patient decided to have the system explanted. The patient information is unknown at this time. The device information is unknown at this time. Initial reporter information is unknown.